Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0a2fl, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4) .

Event description:
The consumer reported that the patient was still having a lot of pain and was set at 3.9v. The patient also had a pacemaker. The implantable neurostimulator (ins) was put in on 2014 (B)(6) . It was not so bad this morning and they were trying to get the patient set up for a kidney transplant. They were gone all day 2 days ago and the patient could not urinate all day and all night. The patient had to turn their ins off for a couple of tests like an x-ray around 1pm and then a sonogram or something and then they turned it back on. It seemed to relieve the patient a little bit, but the patient was still not able to go the bathroom. The pain had been for several days now when they couldn't go to the bathroom. Some days it was not so bad but the days the patient had dialysis the pain was much worse. The pain was in the patients gut and had been going on for about a month. The patient thought the pain might be because they could not urinate. The patient had not felt relief since they got the implant and had a follow-up appointment at the end of february. Stimulation was increased to 3.9v and the patient was not really feeling any stimulation and it was not helping their symptoms. The patient was going to get the pain in their gut checked out. Their health care provider (hcp) felt something in the patient's stomach because, another hcp had ordered a pancreas transplant, but the hcp thought there may be a blockage and asked another hcp to look at it. The other hcp was a heart doctor so they would have to refer the patient. The patient had an appointment scheduled at the end of may with their managing hcp, but they were going to try to get in sooner. The device was not to help the patient urinate but was to help their pain and their hcp had a manufacturer representative there to help. Six months later, the nurse at the hospital wanted the patient's family member to keep a journal of the patient with stimulation off for 1 week and stimulation on for 1 week. The patient had the device off for a week and was going to turn it on now but they were having trouble turnin g it on. The patient was not present but their family member had the patient programmer with them. The manufacturer representative felt the programmer and the implantable neurostimulator (ins) were not working. They wanted to do an x-ray but they were not able to see anything because, the patient had barium in their system and it made the images from the x-ray not viewable. The barium was not related to the ins and they would be going back to have another x-ray done in 6 days. They were getting the poor communication on the programmer. The patient programmer would not power on and they had never replaced the batteries in the programmer. They needed to go to the store when the patient went to dialysis today. The manufacturer representative tested the ins 5 weeks ago and told the patient they could not get any readings from it. The patient's family member seemed confused about what was not working if it was the programmer or the ins. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up has being conducted to obtain this information. If additional information is received, a follow-up report will be sent.